Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 16sep2021. Implant date reported to be, (B)(6) 2020. (B)(4). The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Magnetic resonance imaging (MRI) was performed prior to the start of radiation treatment. Spaceoar hydrogel was discovered in the rectum, the physician penetrated the rectal wall and had to delay radiation treatment for 6 months. The patient started his radiation treatment january of 2021 and received 45 treatments 5days a week for 9 weeks. The radiation was completed mid or end of march 2021. There were no patient complications reported as a result of this event.